Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has blurry near vision. The consumer stated that she is dissatisfied that she is having to wear reading glasses following her implant surgery. The consumer also reported she has noticed a floater in this eye since her implant surgery. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other similar complaints reported in the lot number. Additional info was requested on 05/19/2011 and 06/02/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).